Manufacturer narrative:
The pod generated an 0x6a hazard alarm indicating occlusion during runtime (threshold exceeded, not at end of bolus). Timeouts were seen at the end of the pods run. Rotational sensor data indicates that the ratchet gear was still turning at this time. The pod was occluded during investigation. No damages or defects were found with the pod that would cause and occlusion or the observed alarm. The exact cause of the reported alarm could not be determined. The soft cannula was observed to be stretched and flattened. Fluid was still able to flow through the soft cannula during investigation. It is unknown when or how this damage occurred or if it contributed to the reported alarm. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Locked down smartphone: phone_control_ios. Omnipod software app version: 2.0.4. Operating system: 18.6. Hardware: iphone13.2. Cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
The device was returned and investigation has been completed. Upon device investigation, the soft cannula was observed to be stretched and flattened. The device was originally reported for a hazard alarm that occurred while the patient was asleep. It was reported the patient's blood glucose level rose to greater than 250 mg/dl while wearing the pod on the leg between 4 and 24 hours.